Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that the unit would operate from battery but not from ac. There was no patient involvement

Manufacturer narrative:
Updated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. It in unknown if there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.